Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance and high threshold. The pace/sense and rv coil portions of the lead were capped and the superior vena cava (svc) coil portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; product ID 407652 implantable pacing lead, implanted: (B)(6) 2007.(B)(4).